Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.